Event description:
Intravenous tubing infusing midazolam and morphine leaking between filter and trifuse. IV tubing changed in the evening. Approximately 5 hours later in the morning, nurse noticed wet spot under patient's blanket. Upon picking up the lines, nurse noticed glove was wet from leak between filter and trifuse. Connections checked for tightness without issue, continued leaking. New syringes ordered to run new lines. Notify manufacturer of product defect.